Manufacturer narrative:
Section d updated to match gudid.

Event description:
Unit was opened and found that the retaining plate was installed in a way that could interfere with the spring of the outlet fva pin. It is unknown if the misplaced plate is the root cause of the issue, however, it is the major commonality between the four units investigated with the issue.

Event description:
The following has been reported: unit experienced a pump problem alarm due to an outlet flag unexpectedly closed failure while running an infusion at 180 ml/hr. A preliminary review of the logs identified the following issue: hw issue (not yet identified; results in stuck av flag alarm). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.